Event description:
New information received notes the lead was capped and replaced in a procedure on 11 aug 2021. Post-procedure there were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with noise. High pacing impedance was also noted. No changes were reported. There were no patient consequences.